Event description:
Litigation papers allege that the patient suffered pain and discomfort in his hip, groin, and buttocks which has increased over time; weakness, decreased range of motion, sensation of misalignment and loosening, difficulties with activities of daily living, loss of muscle mass and deterioration of the bone and soft tissue in his hip as a result of the implantation with the asr hip implant.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.